Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code (B)(6).

Event description:
It was reported that, during a shoulder cuff repair procedure using a 'footprint ultra' suture anchor, the anchor couldn't be deployed and was stuck with the needle. The procedure was completed with a delay greater than 30min using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: part of the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found labelling confirming the product identification information. The anchor appears to be deployed from the device, and cut sutures are passing through the anchor window. There is debris on the device. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor was not returned. The shaft of the device shows no signs of damage, and there is debris on the device. A functional evaluation could not be performed due to the condition in which the device was received. No relevant clinical information was provided, perform a thorough medical investigation. Based on the information provided, the procedure was completed with a delay greater than 30 minutes using a smith and nephew back up device in the originally drilled bone hole. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code (B)(6).

Event description:
It was reported that, during a shoulder cuff repair procedure using a 'footprint ultra' suture anchor, the anchor couldn't be deployed and was stuck with the needle. The procedure was completed with a delay greater than 30min using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.